Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon used the screw in question for tibial diaphyseal fracture as a positioning screw. The screw broke when the surgeon apply some torque after the screw went through the screw hole on the other side. He could not extract the broken screw. He continued the surgery and finished it. The surgery was delayed for 15 minutes. (B)(4).

Manufacturer narrative:
Device broke intra-operatively and was not fully implanted or explanted. Product investigation summary: we have received the broken screw head for investigation. Visually, marks of use inside the hexagonal head of the screw could be detected. The marks looked like a screwdriver with star drive was pushed in to the hexagonal shape. Further, the shaft of the screw is broken right below the first pitch of the thread. Unfortunately, we did not receive all the parts to this screw back. It is likely that too much applied torque led to the breakage. No manufacturing related fault could be found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and initials not reported. Additional product code: hwc. Device history records was conducted. The report indicates that the manufacturing location: (B)(4) date: 21th october 2014, expiry date:1st october 2024, no ncr's were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.